Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that shortly after implant there was suction/kinked cannula seen under fluoroscopy. After there was no improvement with repositioning, the decision was made to exchange impella. No patient harm was reported, due to the issue.

Manufacturer narrative:
The impella device was not received from the customer, review of the provided data logs confirmed the suction alarm as well as low flow , investigation of the device was not possible. The root cause of the low flows and suction was a cannula kink that occurred during delivery. It was determined to be delivery issues most likely due to patient anatomy. This report is being filed as part of a retrospective review of historical records.